Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. The day after event onset, the patient was hospitalized for the event. The patient was initially treated with a vancomycin drip infusion (0.5 g, given once) and ceftazidime drip infusion (1 g, given once) for the event. Two days after event onset, the patient was treated with intraperitoneal vancomycin (0.5, 2 vials in the bag, once daily basis for 11 days) for peritonitis. Thirteen days after event onset, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.